Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter due to damage. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.